Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction;urge incontinence it was reported that  they were having the implanted system removed on ((B)(6) 2026) because it wasn't working properly. The patient further explained and stated it had never worked properly for their symptoms since they got it and that they were still peeing 6 times a night; it had never helped.  The patient said they'd spoken to another rep and told them they were trying to get in touch with their rep and that rep had told them that the rep they were trying to reach had been on a paternity leave. The patient said they wanted to get a replacement external device for the procedure. Patient services reviewed the role of the representative with the patient and explained that if they were having the implanted system removed, it would not make sense to get a replacement handset/communicator. Patient services provided the patient with the national answering services number to provide to their hcp (who is also performing the removal) to call to page a rep to the procedure if needed and redirected the patient to follow up with their managing health care provider.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.